Event description:
The catheter broke off near the hub.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted.